Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urgency frequency. It was reported that the patient woke up this morning and the ins had moved and the area was soft. Patient said the sensation smells burnt. Patient said their body is feeling very warm. Reviewed option to turn stim off. Patient was getting communicator not found, communicator was plugged in to the charger. Patient was then getting no device found. Patient declined to trouble shoot further stating they thought patient services (ps) could turn stim off remotely. Patient said they needed to get to the hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.